Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the patient switched to this freedom driver, the freedom driver exhibited a fault alarm. The customer also reported that the patient switched to the backup driver. There was no reported patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver passed all functional and the extended run observation testing. The fault alarm experienced by the customer could not be reproduced. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that when the patient switched to this freedom driver, the freedom driver exhibited a fault alarm. The customer also reported that the patient switched to the backup driver. There was no reported patient impact.